Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op)? Needle broke during tissue passage. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date where suture was used. Suture broke. No harm to patient.